Manufacturer narrative:
The insulin pump had unresponsive all buttons due to moisture damage electronic assembly. Unable to perform operating currents, self test, a21 error test and displacement test or verify failed battery test, low battery alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that self test was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.